Manufacturer narrative:
A 3rd party service representative performed a checkout of the equipment and confirmed the reported complaint. Both the inspiratory and expiratory flow sensors were cracked and had the diaphragm stuck to the top of the housing. The flow sensors were replaced, and the unit was returned to service. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported a leakage in the unit found during pre-use checkout. No report of patient involvement.